Event description:
It was reported in 2002 that the pt does not accept the speech processor anymore. The pt was consequently observed for several weeks. 4 months later, it was reported that the device had been explanted.